Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following multiple ventricular fibrillation (vf) episodes for which the patient received appropriate therapy, the implantable cardioverter defibrillator's (ICD) expected longevity decreased rapidly. The device remains in use, and the patient is being monitored closely. No patient complications have been reported as a result of this event.